Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the product and lot codes was unavailable. It is stated in the initial product investigation request, it was not suspected that the devices failed to meet specifications or contributed to the reported event. The investigation could not verify or identify any evidence of product contribution to the reported event with the in available. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt sustained a fall and was revised due to fracture of the tip of the stem and periprosthetic fracture of the femur.